Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient experienced an unknown injury. *additional information received on january 14, 2022: the patient's medical history was noted as follows: behcet's syndrome - first visit: (B)(6) 2012, abdominal pain - first visit: (B)(6) 2013, urinary tract infectious disease - first visit: (B)(6) 2013, fatigue - first visit: (B)(6) 2014, hernia of abdominal wall - first visit: (B)(6) 2014, urinary incontinence - first visit: (B)(6) 2015 dysuria - first visit: (B)(6) 2018, urinary tract infection, site not specified; first visit: (B)(6) 2018 diverticular disease of colon on (B)(6) 2019, the patient self-referred due to urethral pain. She presented with the following: pain that was worse just before and upon completion of urination discomfort in the vaginal periurethral region left flank pain, abdominal pain and blood in urine (she had a history of kidney stone) upon urination, she evacuated both urine and stool. She was unable to suppress a bowel movement at the same time. Dysuria (sometimes after voiding for which the physician suspected it was associated with bladder spasm) she also complained of her vagina that looked "funny." She claimed that the external genitalia did not look completely normal and that the vaginal opening in her review was enlarged and extending posteriorly more than the normal. On examination, scarring was noted. The area of tvt placement was slightly tender; however, no exposed mesh was noted. The anatomy was ok and nothing abnormal was noted. The posterior vaginal vault was near the anal opening and was consistent with a history of vaginal tear with the delivery. The loss of normal posterior vaginal anatomy may be associated with her occasional fecal incontinence. On post-void residual urine test, the patient retained residual urine that might be related to her transvaginal tape. Assessments noted at that time were as follows: dysuria: acute, moderate chronic retention of urine: chronic fecal incontinence with fecal urgency: chronic h/o: urinary stone: chronic left flank pain: chronic left lower quadrant pain: chronic persistent microscopic hematuria: acute, minor on (B)(6) 2019, the patient presented for a cystoscopy. There was no intrusion of urethral mesh tape was noted; however, it was suspected that there was slight extrusion on pelvic exam, about a centimeter from the left side distal urethra. Assessments included dysuria and pain in urethra, both acute and moderate. On (B)(6) 2020, the patient presented for reevaluation of diffuse joint pain, lower back pain, vaginal, and feet pain. She had been involved with multiple physicians over the years including rheumatology, neurology, and urology. She had a diagnosis of bechet's disease. She also had been treated by a podiatrist in the past and chiropractic manipulation. She completed physical therapy without any significant relief. Nerve conduction study was negative and all diagnostic imaging was unremarkable except for mild to moderate degenerative changes. She was currently at 80% pain relief, she still had intermittent lower back pain and reported that the pain was uncomfortable and pressure-like. She was having mid back pain and was requesting an MRI of thoracic spine. Pain was tolerable with ibuprofen, lying, and position change. She was waiting for a release in order to have her vaginal mesh removed. Assessments included: radiculopathy, thoracic region, chronic low back pain. Chronic lumbar radiculopathy, chronic pain in thoracic spine, chronic on (B)(6) 2020, the patient presented for a follow up visit for bilateral lower extremity pain and radiculopathy, lumbosacral region. Obesity was noted as a contributing comorbid illness. She then had a mesh removal on (B)(6) 2020. On her examination on (B)(6) 2020, the following were noted: nocturia, urinary incontinence, pelvic pain, and vaginal pain. On (B)(6) 2021, the patient reported anxiety and uti. Assessments included fatigue and dysuria. On (B)(6) 2021, she had urinalysis without micro manual as she wanted her urine checked and stated that she had to be clear of uti before her appointment for surgery. She reported she completed rx macrobid and was scheduled for urodynamic testing for bladder incontinence but was postponed and rescheduled due to uti. She had to ensure that she was cleared of infection so the testing could be scheduled. On (B)(6) 2021, the patient reported mid-back pain, foot pain (bilateral) and vaginal pain. Assessment included hip pain, neuropathy, lumbar radiculopathy and vaginal pain.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the the patient was first diagnosed with behcet's syndrome. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e1715, e1301, e1307, e1309, e1310, e2326, e1906, e1302, e2330 and e1002 capture the reportable events of scar tissue, dysuria, urethral stricture, urinary retention, urinary tract infection, behcet's syndrome and diverticulitis (captured under e2326 and e1906), hematuria, pain and abdominal pain. Impact codes f1903 and f2303 capture the reportable events of mesh removal and medications. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6), 2010. As reported by the patient's attorney, the patient experienced an unknown injury. *additional information received on january 14, 2022: the patient's medical history was noted as follows: current smoker (as of (B)(6), 2019), appendectomy, laparoscopic cholecystectomy, repair of urethral lesion, and total abdominal hysterectomy. Behcet's syndrome - first visit: (B)(6), 2012 abdominal pain - first visit: (B)(6), 2013 urinary tract infectious disease - first visit: (B)(6), 2013 fatigue - first visit: (B)(6), 2014b hernia of abdominal wall - first visit: (B)(6), 2014 urinary incontinence - first visit: (B)(6), 2015 dysuria - first visit: (B)(6), 2018 urinary tract infection, site not specified; first visit: (B)(6), 2018 diverticular disease of colon. On (B)(6), 2019, the patient self-referred due to urethral pain. She presented with the following: pain that was worse just before and upon completion of urination discomfort in the vaginal periurethral region left flank pain, abdominal pain and blood in urine (she had a history of kidney stone) upon urination, she evacuated both urine and stool. She was unable to suppress a bowel movement at the same time. Dysuria (sometimes after voiding for which the physician suspected it was associated with bladder spasm) she also complained of her vagina that looked "funny." She claimed that the external genitalia did not look completely normal and that the vaginal opening in her review was enlarged and extending posteriorly more than the normal. On examination, urethral stricture and scarring were noted. The area of tvt placement was slightly tender; however, no exposed mesh was noted. The anatomy was ok and nothing abnormal was noted. The posterior vaginal vault was near the anal opening and was consistent with a history of vaginal tear with the delivery. The loss of normal posterior vaginal anatomy may be associated with her occasional fecal incontinence. On post-void residual urine test, the patient retained residual urine that might be related to her transvaginal tape. Assessments noted at that time were as follows: dysuria: acute, moderate chronic retention of urine: chronic fecal incontinence with fecal urgency: chronic h/o: urinary stone: chronic left flank pain: chronic left lower quadrant pain: chronic persistent microscopic hematuria: acute, minor the plan was CT of the abdomen and pelvis (which was normal), urinalysis (blood in urine), and basic metabolic panel. On (B)(6), 2019, the patient presented for a cystoscopy. There was no intrusion of urethral mesh tape was noted; however, it was suspected that there was slight extrusion on pelvic exam, about a centimeter from the left side distal urethra. Minimal papillary inflammation was seen at the bladder neck noted. There were trabeculations throughout the bladder consistent with increased work to urinate. Assessments included dysuria and pain in urethra, both acute and moderate. On (B)(6), 2020, the patient presented following epidural steroid injection of l5-s1 and for reevaluation of diffuse joint pain, lower back pain, vaginal, and feet pain. She had been involved with multiple physicians over the years including rheumatology, neurology, and urology. She had a diagnosis of bechet's disease. She also had been treated by a podiatrist in the past and chiropractic manipulation. She completed physical therapy without any significant relief. Nerve conduction study was negative and all diagnostic imaging was unremarkable except for mild to moderate degenerative changes. She was currently at 80% pain relief. She still had intermittent lower back pain and reported that the pain was uncomfortable and pressure-like. She was having mid back pain and was requesting an MRI of thoracic spine. Pain was tolerable with ibuprofen, lying, and position change. She was waiting for a release in order to have her vaginal mesh removed. Assessments included: radiculopathy, thoracic region, chronic low back pain. Chronic lumbar radiculopathy, chronic pain in thoracic spine, chronic on (B)(6), 2020, the patient presented for a follow up visit for bilateral lower extremity pain and radiculopathy, lumbosacral region. MRI of the thoracic spine was performed previously and was unremarkable. Obesity was noted as a contributing comorbid illness. She then had a mesh removal on (B)(6), 2020. On her examination on (B)(6), 2020, the following were noted: nocturia, urinary incontinence, pelvic pain, and vaginal pain. On (B)(6), 2021, the patient reported anxiety and uti. Assessments included fatigue and dysuria. On (B)(6), 2021, the patient wanted her urine checked and stated that she had to be clear of uti before her appointment for surgery. She reported she completed rx macrobid and was scheduled for urodynamic testing for bladder incontinence but was postponed and rescheduled due to uti. She had to ensure that she was cleared of infection so the testing could be scheduled. On (B)(6), 2021, the patient reported mid-back pain, foot pain (bilateral) and vaginal pain. She had tried physical therapy for the vaginal pain without improvement, and interstim for treatment of overactive bladder and vaginal pain had been discussed. The patient noted she was not currently sexually active due to pain. Assessment included hip pain, neuropathy, lumbar radiculopathy and vaginal pain. The patient was referred to orthopedics for bilateral hip pain. *additional information received on march 30, 2022 and april 8, 2022: on (B)(6), 2010, the patient presented with complaints of sui (stress urinary incontinence) and pelvic prolapse. She had incontinence since her hysterectomy in 1988 and urodynamics which were consistent with sui. During this visit, the patient decided to proceed with anterior colporrhaphy with tvt retropubic and cystoscopy. Preoperative and postoperative diagnoses at that time were noted as stage ii cystocele and sui. During the procedure, the patient was found to have stage ii pelvic prolapse with hypermobile urethra. The procedure was completed with no patient complications. On (B)(6), 2019, the patient presented for a follow-up visit due to discomfort around her clitoris. She was last seen on (B)(6), 2019. She reported that the application of valisone and terazol is helping and she feels 70% improved as regards to clitoral irritation and pain. She has been on extended dosing of diflucan 100mg daily. Furthermore, the patient complained of urinary urgency and urinary frequency. She has some nocturia, longstanding bowel incontinence and longstanding sui. She feels that she has incomplete bladder emptying ever since she has had what she describes as a failed mid urethropexy many years ago. Her urinalysis was abnormal with positive nitrites but no pyuria and her urine revealed a (B)(4) colony count of gram negative bacilli. On (B)(6), 2019, the patient presented for an appointment as she cannot engage in sexual intercourse due to clitoral irritation. She reported that her initial clitoral irritation started after her tvt procedure. Records of her tvt procedure in 2010 were reviewed and she had incomplete bladder emptying right after the procedure which is not unusual. She has continued to use terazol and valisone ointment on the vulva and she stated that the vulva is not irritated. She reported that she has noticed a light white lump on the lower vulva several weeks to one month ago. She has had intermittent dyspareunia ever since her tvt and mentioned that attempted orgasm with manipulation of the clitoris is very tender - intermittent since her tvt but worse in the last several months. She reported that valisone and terazol has not helped the problem. Her most recent complaint is chronic fatigue. She has an intermittent sensation of incomplete bladder emptying ever since her tvt sling. Assessment at that time included: - vaginitis/vulvitis resolved - vulvar pain - fatigue - incomplete bladder emptying on (B)(6), 2020, the patient underwent removal of vaginal portion of sling, urethrolysis and cystoscopy with hydrodistention procedures. Pre/postoperative diagnoses at that time were noted as urinary frequency, urinary urgency, bladder pain and mesh exposure. Findings included a small exposure just to the right of the midline. During the procedure, the vaginal portion of the sling was removed. Distention revealed fill volumes of 700ml with glomerulations in all four quadrants. The urethra was freed during removal of the vaginal portion of the sling. The procedure was completed with no patient complications. On (B)(6), 2020, the patient had a follow-up appointment via telemedicine. She reported that since the removal, she has had increased stress incontinence. She has a complaint of nocturia and daytime oab. She is on mobic for pain relief post-op and she reported that she is improving. She mentioned that a repeat sling procedure cannot be performed until 12 months from her initial surgery. She is requesting antibiotic therapy. She has had episodes of diarrhea. She admits to diverticulosis and ibs (irritable bowel syndrome). Furthermore, she complained itching that started several weeks ago and development of sores throughout her body (developed after her mother had an accident in the bathroom with diarrhea and she had to clean this. Her mother at the same time developed the onset of sores as did the patient.) Assessment: - nocturia - stress incontinence - urinary urgency - urinary frequency - macular rash - diabetes mellitus on (B)(6), 2021, the patient presented with recurrent stress urinary incontinence and underwent pubovaginal sling with donor fascia lata and urethrocystoscopy. She was initially referred in (B)(6) 2021 for vulvitis, pelvic pain, oab (overactive bladder) and urinary incontinence. She reported recurrent sui symptoms a few months after her mesh excision in (B)(6) 2020. She reported using myrbetriq and vaginal estrogen cream for oab symptoms with great relief but desired surgical intervention for sui. Pre/postoperative diagnosis at that time was noted as recurrent urinary stress incontinence.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the patient was first diagnosed with behcet's syndrome. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e1715, e1301, e1307, e1309, e1310, e2326, e1906, e1302, e2330, e1002, e1405, e232401, e2006 and e1720 capture the reportable events of scar tissue, dysuria, urethral stricture, urinary retention, urinary tract infection, behcet's syndrome and diverticulitis (captured under e2326 and e1906), hematuria, pain, abdominal pain, dyspareunia, fecal incontinence, mesh extrusion and irritation. Impact codes f1903, f2303, f1905 and f1901 capture the reportable events of mesh removal, medications, partial mesh removal and other surgical interventions. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient experienced an unknown injury. *additional information received on january 14, 2022: the patient's medical history was noted as follows: current smoker (as of (B)(6) 2019), appendectomy, laparoscopic cholecystectomy, repair of urethral lesion, and total abdominal hysterectomy. Behcet's syndrome - first visit: (B)(6) 2012 abdominal pain - first visit: (B)(6) 2013 urinary tract infectious disease - first visit: (B)(6) 2013 fatigue - first visit: (B)(6) 2014 hernia of abdominal wall - first visit: (B)(6) 2014 urinary incontinence - first visit: (B)(6) 2015 dysuria - first visit: (B)(6) 2018 urinary tract infection, site not specified; first visit: (B)(6) 2018 diverticular disease of colon on (B)(6) 2019, the patient self-referred due to urethral pain. She presented with the following: pain that was worse just before and upon completion of urination discomfort in the vaginal periurethral region left flank pain, abdominal pain and blood in urine (she had a history of kidney stone) upon urination, she evacuated both urine and stool. She was unable to suppress a bowel movement at the same time. Dysuria (sometimes after voiding for which the physician suspected it was associated with bladder spasm) she also complained of her vagina that looked "funny." She claimed that the external genitalia did not look completely normal and that the vaginal opening in her review was enlarged and extending posteriorly more than the normal. On examination, urethral stricture and scarring were noted. The area of tvt placement was slightly tender; however, no exposed mesh was noted. The anatomy was ok and nothing abnormal was noted. The posterior vaginal vault was near the anal opening and was consistent with a history of vaginal tear with the delivery. The loss of normal posterior vaginal anatomy may be associated with her occasional fecal incontinence. On post-void residual urine test, the patient retained residual urine that might be related to her transvaginal tape. Assessments noted at that time were as follows: dysuria: acute, moderate chronic retention of urine: chronic fecal incontinence with fecal urgency: chronic h/o: urinary stone: chronic left flank pain: chronic left lower quadrant pain: chronic persistent microscopic hematuria: acute, minor the plan was CT of the abdomen and pelvis (which was normal), urinalysis (blood in urine), and basic metabolic panel. On (B)(6) 2019, the patient presented for a cystoscopy. There was no intrusion of urethral mesh tape was noted; however, it was suspected that there was slight extrusion on pelvic exam, about a centimeter from the left side distal urethra. Minimal papillary inflammation was seen at the bladder neck noted. There were trabeculations throughout the bladder consistent with increased work to urinate. Assessments included dysuria and pain in urethra, both acute and moderate. On (B)(6) 2020, the patient presented following epidural steroid injection of l5-s1 and for reevaluation of diffuse joint pain, lower back pain, vaginal, and feet pain. She had been involved with multiple physicians over the years including rheumatology, neurology, and urology. She had a diagnosis of bechet's disease. She also had been treated by a podiatrist in the past and chiropractic manipulation. She completed physical therapy without any significant relief. Nerve conduction study was negative and all diagnostic imaging was unremarkable except for mild to moderate degenerative changes. She was currently at 80% pain relief. She still had intermittent lower back pain and reported that the pain was uncomfortable and pressure-like. She was having mid back pain and was requesting an MRI of thoracic spine. Pain was tolerable with ibuprofen, lying, and position change. She was waiting for a release in order to have her vaginal mesh removed. Assessments included: radiculopathy, thoracic region, chronic low back pain. Chronic lumbar radiculopathy, chronic pain in thoracic spine, chronic on (B)(6) 2020, the patient presented for a follow up visit for bilateral lower extremity pain and radiculopathy, lumbosacral region. MRI of the thoracic spine was performed previously and was unremarkable. Obesity was noted as a contributing comorbid illness. She then had a mesh removal on (B)(6) 2020. On her examination on (B)(6) 2020, the following were noted: nocturia, urinary incontinence, pelvic pain, and vaginal pain. On (B)(6) 2021, the patient reported anxiety and uti. Assessments included fatigue and dysuria. On (B)(6) 2021, the patient wanted her urine checked and stated that she had to be clear of uti before her appointment for surgery. She reported she completed rx macrobid and was scheduled for urodynamic testing for bladder incontinence but was postponed and rescheduled due to uti. She had to ensure that she was cleared of infection so the testing could be scheduled. On (B)(6) 2021, the patient reported mid-back pain, foot pain (bilateral) and vaginal pain. She had tried physical therapy for the vaginal pain without improvement, and interstim for treatment of overactive bladder and vaginal pain had been discussed. The patient noted she was not currently sexually active due to pain. Assessment included hip pain, neuropathy, lumbar radiculopathy and vaginal pain. The patient was referred to orthopedics for bilateral hip pain.

Manufacturer narrative:
Correction: blocks b5 and h6: patient codes block b3 date of event: approximated based on the date the the patient was first diagnosed with behcet's syndrome. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e1715, e1301, e1307, e1309, e1310, e2326, e1906, e1302, e2330, e1002 and e1405 capture the reportable events of scar tissue, dysuria, urethral stricture, urinary retention, urinary tract infection, behcet's syndrome and diverticulitis (captured under e2326 and e1906), hematuria, pain, abdominal pain and dysapareunia. Impact codes f1903 and f2303 capture the reportable events of mesh removal and medications. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: blocks b3, b5, h6: patient codes and h6: impact codes. Block b3 date of event: date of event was approximated to may 1, 2011 based on the information that the patient noticed pain six months after the initial sling placement. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e1715, e1301, e1307, e1309, e1310, e2326, e1906, e1302, e2330, e1002, e1405, e232401, e2006, e1720 and e2311 capture the reportable events of scar tissue, dysuria, urethral stricture, urinary retention, urinary tract infection, behcet's syndrome and diverticulitis (captured under e2326 and e1906), hematuria, pain, abdominal pain, dyspareunia, fecal incontinence, mesh extrusion, irritation and discomfort. Impact codes f1903, f2303, f1905, f1901, f1202 and f2301 capture the reportable events of mesh removal, medications, partial mesh removal, other surgical interventions, disability and pubovaginal sling placement. Device code a0414 captures the reportable event of mesh that was torn. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient experienced an unknown injury. *additional information received on january 14, 2022: the patient's medical history was noted as follows: current smoker (as of (B)(6) 2019), appendectomy, laparoscopic cholecystectomy, repair of urethral lesion, and total abdominal hysterectomy. Behcet's syndrome - first visit: (B)(6) 2012. Abdominal pain - first visit: (B)(6) 2013. Urinary tract infectious disease - first visit: (B)(6) 2013. Fatigue - first visit: (B)(6) 2014. B hernia of abdominal wall - first visit: (B)(6) 2014. Urinary incontinence - first visit: (B)(6) 2015. Dysuria - first visit: (B)(6) 2018. Urinary tract infection, site not specified; first visit: (B)(6) 2018. Diverticular disease of colon. On (B)(6) 2019, the patient self-referred due to urethral pain. She presented with the following: pain that was worse just before and upon completion of urination discomfort in the vaginal periurethral region. Left flank pain, abdominal pain and blood in urine (she had a history of kidney stone). Upon urination, she evacuated both urine and stool. She was unable to suppress a bowel movement at the same time. Dysuria (sometimes after voiding for which the physician suspected it was associated with bladder spasm). She also complained of her vagina that looked "funny." She claimed that the external genitalia did not look completely normal and that the vaginal opening in her review was enlarged and extending posteriorly more than the normal. On examination, urethral stricture and scarring were noted. The area of tvt placement was slightly tender; however, no exposed mesh was noted. The anatomy was ok and nothing abnormal was noted. The posterior vaginal vault was near the anal opening and was consistent with a history of vaginal tear with the delivery. The loss of normal posterior vaginal anatomy may be associated with her occasional fecal incontinence. On post-void residual urine test, the patient retained residual urine that might be related to her transvaginal tape. Assessments noted at that time were as follows: dysuria: acute, moderate. Chronic retention of urine: chronic. Fecal incontinence with fecal urgency: chronic. H/o: urinary stone: chronic. Left flank pain: chronic. Left lower quadrant pain: chronic. Persistent microscopic hematuria: acute, minor. The plan was CT of the abdomen and pelvis (which was normal), urinalysis (blood in urine), and basic metabolic panel. On (B)(6) 2019, the patient presented for a cystoscopy. There was no intrusion of urethral mesh tape was noted; however, it was suspected that there was slight extrusion on pelvic exam, about a centimeter from the left side distal urethra. Minimal papillary inflammation was seen at the bladder neck noted. There were trabeculations throughout the bladder consistent with increased work to urinate. Assessments included dysuria and pain in urethra, both acute and moderate. On (B)(6) 2020, the patient presented following epidural steroid injection of l5-s1 and for reevaluation of diffuse joint pain, lower back pain, vaginal, and feet pain. She had been involved with multiple physicians over the years including rheumatology, neurology, and urology. She had a diagnosis of bechet's disease. She also had been treated by a podiatrist in the past and chiropractic manipulation. She completed physical therapy without any significant relief. Nerve conduction study was negative and all diagnostic imaging was unremarkable except for mild to moderate degenerative changes. She was currently at 80% pain relief. She still had intermittent lower back pain and reported that the pain was uncomfortable and pressure-like. She was having mid back pain and was requesting an MRI of thoracic spine. Pain was tolerable with ibuprofen, lying, and position change. She was waiting for a release in order to have her vaginal mesh removed. Assessments included: radiculopathy, thoracic region, chronic. Low back pain. Chronic. Lumbar radiculopathy, chronic. Pain in thoracic spine, chronic. On (B)(6) 2020, the patient presented for a follow up visit for bilateral lower extremity pain and radiculopathy, lumbosacral region. MRI of the thoracic spine was performed previously and was unremarkable. Obesity was noted as a contributing comorbid illness. She then had a mesh removal on (B)(6) 2020. On her examination on (B)(6) 2020, the following were noted: nocturia, urinary incontinence, pelvic pain, and vaginal pain. On (B)(6) 2021, the patient reported anxiety and uti. Assessments included fatigue and dysuria. On (B)(6) 2021, the patient wanted her urine checked and stated that she had to be clear of uti before her appointment for surgery. She reported she completed rx macrobid and was scheduled for urodynamic testing for bladder incontinence but was postponed and rescheduled due to uti. She had to ensure that she was cleared of infection so the testing could be scheduled. On (B)(6) 2021, the patient reported mid-back pain, foot pain (bilateral) and vaginal pain. She had tried physical therapy for the vaginal pain without improvement, and interstim for treatment of overactive bladder and vaginal pain had been discussed. The patient noted she was not currently sexually active due to pain. Assessment included hip pain, neuropathy, lumbar radiculopathy and vaginal pain. The patient was referred to orthopedics for bilateral hip pain. *additional information received on march 30, 2022 and april 8, 2022: on (B)(6) 2010, the patient presented with complaints of sui (stress urinary incontinence) and pelvic prolapse. She had incontinence since her hysterectomy in 1988 and urodynamics which were consistent with sui. During this visit, the patient decided to proceed with anterior colporrhaphy with tvt retropubic and cystoscopy. Preoperative and postoperative diagnoses at that time were noted as stage ii cystocele and sui. During the procedure, the patient was found to have stage ii pelvic prolapse with hypermobile urethra. The procedure was completed with no patient complications. On (B)(6) 2019, the patient presented for a follow-up visit due to discomfort around her clitoris. She was last seen on (B)(6) 2019. She reported that the application of valisone and terazol is helping and she feels 70% improved as regards to clitoral irritation and pain. She has been on extended dosing of diflucan 100mg daily. Furthermore, the patient complained of urinary urgency and urinary frequency. She has some nocturia, longstanding bowel incontinence and longstanding sui. She feels that she has incomplete bladder emptying ever since she has had what she describes as a failed mid urethropexy many years ago. Her urinalysis was abnormal with positive nitrites but no pyuria and her urine revealed a 1,000,000 colony count of gram negative bacilli. On (B)(6) 2019, the patient presented for an appointment as she cannot engage in sexual intercourse due to clitoral irritation. She reported that her initial clitoral irritation started after her tvt procedure. Records of her tvt procedure in 2010 were reviewed and she had incomplete bladder emptying right after the procedure which is not unusual. She has continued to use terazol and valisone ointment on the vulva and she stated that the vulva is not irritated. She reported that she has noticed a light white lump on the lower vulva several weeks to one month ago. She has had intermittent dyspareunia ever since her tvt and mentioned that attempted orgasm with manipulation of the clitoris is very tender - intermittent since her tvt but worse in the last several months. She reported that valisone and terazol has not helped the problem. Her most recent complaint is chronic fatigue. She has an intermittent sensation of incomplete bladder emptying ever since her tvt sling. Assessment at that time included: - vaginitis/vulvitis resolved; - vulvar pain; - fatigue; - incomplete bladder emptying. On (B)(6) 2020, the patient underwent removal of vaginal portion of sling, urethrolysis and cystoscopy with hydrodistention procedures. Pre/postoperative diagnoses at that time were noted as urinary frequency, urinary urgency, bladder pain and mesh exposure. Findings included a small exposure just to the right of the midline. During the procedure, the vaginal portion of the sling was removed. Distention revealed fill volumes of 700ml with glomerulations in all four quadrants. The urethra was freed during removal of the vaginal portion of the sling. The procedure was completed with no patient complications. On (B)(6) 2020, the patient had a follow-up appointment via telemedicine. She reported that since the removal, she has had increased stress incontinence. She has a complaint of nocturia and daytime oab. She is on mobic for pain relief post-op and she reported that she is improving. She mentioned that a repeat sling procedure cannot be performed until 12 months from her initial surgery. She is requesting antibiotic therapy. She has had episodes of diarrhea. She admits to diverticulosis and ibs (irritable bowel syndrome). Furthermore, she complained itching that started several weeks ago and development of sores throughout her body (developed after her mother had an accident in the bathroom with diarrhea and she had to clean this. Her mother at the same time developed the onset of sores as did the patient.) Assessment: - nocturia; - stress incontinence; - urinary urgency; - urinary frequency; - macular rash; - diabetes mellitus. On (B)(6) 2021, the patient presented with recurrent stress urinary incontinence and underwent pubovaginal sling with donor fascia lata and urethrocystoscopy. She was initially referred in (B)(6) 2021 for vulvitis, pelvic pain, oab (overactive bladder) and urinary incontinence. She reported recurrent sui symptoms a few months after her mesh excision in (B)(6) 2020. She reported using myrbetriq and vaginal estrogen cream for oab symptoms with great relief but desired surgical intervention for sui. Pre/postoperative diagnosis at that time was noted as recurrent urinary stress incontinence. *additional information received on 19apr2022 provides the following information: during a 2-week telehealth visit on (B)(6) 2021 following a surgical operation on (B)(6) 2021, the patient reported that her bladder was emptying well and abdominal incision was healing well. However, she also reported urinary leakage, vaginal discharge and had not had intercourse since surgery. On (B)(6) 2021, the patient was referred to adult physical therapy for ambulatory. She restarted her pfpt (pelvic floor physical therapy) on (B)(6) 2022 with the diagnosis pelvic floor dysfunction and pelvic pain. Patient reported that she noticed pain about six months after a sling placed on (B)(6) 2010. She also reported that she had a tear in the mesh and was removed. She then started having urinary incontinence to a significant amount and never really got better except the initial six months after surgery. She had pfpt in the past but did not help long term. She had finished taking her antibiotics for uti about a month ago but felt like she has another one now. It was also reported that patient work status has been disabled. Patient will continue the therapy once a week for eight weeks. Current outpatient medication: - acetaminophen 325 mg po tablet; - ergocalciferol (vitamin d2 po); - estradiol (estrace) 0.1 mg/gm vaginal cream; - ibuprofen (advil,motrin) 800 mg tablet; - nystatin (mycost a tin) powder; - prednisone (del tasone) 5 mg tablet. Progress note dated (B)(6) 2022 stated that the patient started taking cymbalta and lyrica for nerve pain. She complained of vulvar burning and used otc monistat and hydrocortisone cream which seemed to calm it down. Leakage was reported a lot better since surgery but patient still had it. She also reported feeling like she had a uti. She associated sui and vulvar burning/pain with uti symptoms. No symptoms of constipation, diarrhea, vaginal bleeding and discharge, and pelvic organ prolapse but patient reported pelvic pressure. Lastly, patient will have a follow up in 10-12 weeks.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2010, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Correction to block b5. Block b3 date of event: date of event was approximated to (B)(6) 2011 based on the information that the patient noticed pain six months after the initial sling placement. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e1715, e1301, e1307, e1309, e1310, e2326, e1906, e1302, e2330, e1002, e1405, e232401, e2006, e1720 and e2311 capture the reportable events of scar tissue, dysuria, urethral stricture, urinary retention, urinary tract infection, behcet's syndrome and diverticulitis (captured under e2326 and e1906), hematuria, pain, abdominal pain, dyspareunia, fecal incontinence, mesh extrusion, irritation and discomfort. Impact codes f1903, f2303, f1905, f1901, f1202 and f2301 capture the reportable events of mesh removal, medications, partial mesh removal, other surgical interventions, disability and pubovaginal sling placement. Device code a0414 captures the reportable event of mesh that was torn. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on november 19, 2010. As reported by the patient's attorney, the patient experienced an unknown injury. *additional information received on january 14, 2022: the patient's medical history was noted as follows: current smoker (as of july 22, 2019), appendectomy, laparoscopic cholecystectomy, repair of urethral lesion, and total abdominal hysterectomy. Behcet's syndrome - first visit: (B)(6) 2012. Abdominal pain - first visit: (B)(6) 2013. Urinary tract infectious disease - first visit: (B)(6) 2013. Fatigue - first visit: (B)(6) 2014 b. Hernia of abdominal wall - first visit: (B)(6) 2014. Urinary incontinence - first visit: (B)(6) 2015. Dysuria - first visit: (B)(6) 2018. Urinary tract infection, site not specified; first visit: (B)(6) 2018. Diverticular disease of colon. On (B)(6) 2019, the patient self-referred due to urethral pain. She presented with the following: pain that was worse just before and upon completion of urination, discomfort in the vaginal periurethral region. Left flank pain, abdominal pain and blood in urine (she had a history of kidney stone). Upon urination, she evacuated both urine and stool. She was unable to suppress a bowel movement at the same time. Dysuria (sometimes after voiding for which the physician suspected it was associated with bladder spasm). She also complained of her vagina that looked "funny." She claimed that the external genitalia did not look completely normal and that the vaginal opening in her review was enlarged and extending posteriorly more than the normal. On examination, urethral stricture and scarring were noted. The area of tvt placement was slightly tender; however, no exposed mesh was noted. The anatomy was ok and nothing abnormal was noted. The posterior vaginal vault was near the anal opening and was consistent with a history of vaginal tear with the delivery. The loss of normal posterior vaginal anatomy may be associated with her occasional fecal incontinence. On post-void residual urine test, the patient retained residual urine that might be related to her transvaginal tape. Assessments noted at that time were as follows: dysuria: acute, moderate. Chronic retention of urine: chronic. Fecal incontinence with fecal urgency: chronic. H/o: urinary stone: chronic. Left flank pain: chronic. Left lower quadrant pain: chronic. Persistent microscopic hematuria: acute, minor. The plan was CT of the abdomen and pelvis (which was normal), urinalysis (blood in urine), and basic metabolic panel. On (B)(6) 2019, the patient presented for a cystoscopy. There was no intrusion of urethral mesh tape was noted; however, it was suspected that there was slight extrusion on pelvic exam, about a centimeter from the left side distal urethra. Minimal papillary inflammation was seen at the bladder neck noted. There were trabeculations throughout the bladder consistent with increased work to urinate. Assessments included dysuria and pain in urethra, both acute and moderate. On (B)(6) 2020, the patient presented following epidural steroid injection of l5-s1 and for reevaluation of diffuse joint pain, lower back pain, vaginal, and feet pain. She had been involved with multiple physicians over the years including rheumatology, neurology, and urology. She had a diagnosis of bechet's disease. She also had been treated by a podiatrist in the past and chiropractic manipulation. She completed physical therapy without any significant relief. Nerve conduction study was negative and all diagnostic imaging was unremarkable except for mild to moderate degenerative changes. She was currently at 80% pain relief. She still had intermittent lower back pain and reported that the pain was uncomfortable and pressure-like. She was having mid back pain and was requesting an MRI of thoracic spine. Pain was tolerable with ibuprofen, lying, and position change. She was waiting for a release in order to have her vaginal mesh removed. Assessments included: radiculopathy, thoracic region, chronic. Low back pain. Chronic. Lumbar radiculopathy, chronic. Pain in thoracic spine, chronic. On (B)(6) 2020, the patient presented for a follow up visit for bilateral lower extremity pain and radiculopathy, lumbosacral region. MRI of the thoracic spine was performed previously and was unremarkable. Obesity was noted as a contributing comorbid illness. She then had a mesh removal on (B)(6) 2020. On her examination on (B)(6) 2020, the following were noted: nocturia, urinary incontinence, pelvic pain, and vaginal pain. On (B)(6) 2021, the patient reported anxiety and uti. Assessments included fatigue and dysuria. On (B)(6) 2021, the patient wanted her urine checked and stated that she had to be clear of uti before her appointment for surgery. She reported she completed rx macrobid and was scheduled for urodynamic testing for bladder incontinence but was postponed and rescheduled due to uti. She had to ensure that she was cleared of infection so the testing could be scheduled. On (B)(6) 2021, the patient reported mid-back pain, foot pain (bilateral) and vaginal pain. She had tried physical therapy for the vaginal pain without improvement, and interstim for treatment of overactive bladder and vaginal pain had been discussed. The patient noted she was not currently sexually active due to pain. Assessment included hip pain, neuropathy, lumbar radiculopathy and vaginal pain. The patient was referred to orthopedics for bilateral hip pain. *additional information received on march 30, 2022 and april 8, 2022: on (B)(6) 2010, the patient presented with complaints of sui (stress urinary incontinence) and pelvic prolapse. She had incontinence since her hysterectomy in 1988 and urodynamics which were consistent with sui. During this visit, the patient decided to proceed with anterior colporrhaphy with tvt retropubic and cystoscopy. Preoperative and postoperative diagnoses at that time were noted as stage ii cystocele and sui. During the procedure, the patient was found to have stage ii pelvic prolapse with hypermobile urethra. The procedure was completed with no patient complications. On (B)(6) 2019, the patient presented for a follow-up visit due to discomfort around her clitoris. She was last seen on (B)(6) 2019. She reported that the application of valisone and terazol is helping and she feels 70% improved as regards to clitoral irritation and pain. She has been on extended dosing of diflucan 100mg daily. Furthermore, the patient complained of urinary urgency and urinary frequency. She has some nocturia, longstanding bowel incontinence and longstanding sui. She feels that she has incomplete bladder emptying ever since she has had what she describes as a failed mid urethropexy many years ago. Her urinalysis was abnormal with positive nitrites but no pyuria and her urine revealed a 1,000,000 colony count of gram negative bacilli. Instructions included: schedule for a urodynamic study and a study for fecal incontinence; recommend to continue on valisone/terazol therapy; continue on diflucan therapy; recommend macrobid 100 mg po bid number 40. The patient may need referral to urogynecology if she needs to have the sling removed since the sling appears to be possibly ineffective but may also be causing incomplete bladder emptying secondary to mechanical reason i.e. Sling. The patient may benefit from interstim due to fecal incontinence, incomplete bladder emptying, urgency, frequency, and nocturia. Addendum (B)(6) 2019: recommend chronic therapy with macrobid bid. On (B)(6) 2019, the patient presented for an appointment as she cannot engage in sexual intercourse due to clitoral irritation. She reported that her initial clitoral irritation started after her tvt procedure. Records of her tvt procedure in 2010 were reviewed and she had incomplete bladder emptying right after the procedure which is not unusual. She has continued to use terazol and valisone ointment on the vulva and she stated that the vulva is not irritated. She reported that she has noticed a light white lump on the lower vulva several weeks to one month ago. She has had intermittent dyspareunia ever since her tvt and mentioned that attempted orgasm with manipulation of the clitoris is very tender - intermittent since her tvt but worse in the last several months. She reported that valisone and terazol has not helped the problem. Her most recent complaint is chronic fatigue. She has an intermittent sensation of incomplete bladder emptying ever since her tvt sling. Assessment at that time included: - vaginitis/vulvitis resolved. - vulvar pain. - fatigue. - incomplete bladder emptying. On (B)(6) 2020, the patient underwent removal of vaginal portion of sling, urethrolysis and cystoscopy with hydrodistention procedures. Pre/postoperative diagnoses at that time were noted as urinary frequency, urinary urgency, bladder pain and mesh exposure. Findings included a small exposure just to the right of the midline. During the procedure, the vaginal portion of the sling was removed. Distention revealed fill volumes of 700ml with glomerulations in all four quadrants. The urethra was freed during removal of the vaginal portion of the sling. The procedure was completed with no patient complications. On (B)(6) 2020, the patient had a follow-up appointment via telemedicine. She reported that since the removal, she has had increased stress incontinence. She has a complaint of nocturia and daytime oab. She is on mobic for pain relief post-op and she reported that she is improving. She mentioned that a repeat sling procedure cannot be performed until 12 months from her initial surgery. She is requesting antibiotic therapy. She has had episodes of diarrhea. She admits to diverticulosis and ibs (irritable bowel syndrome). Furthermore, she complained itching that started several weeks ago and development of sores throughout her body (developed after her mother had an accident in the bathroom with diarrhea and she had to clean this. Her mother at the same time developed the onset of sores as did the patient.) Assessment: - nocturia. - stress incontinence. - urinary urgency. - urinary frequency. - macular rash. - diabetes mellitus. On (B)(6) 2021, the patient presented with recurrent stress urinary incontinence and underwent pubovaginal sling with donor fascia lata and urethrocystoscopy. She was initially referred in march 2021 for vulvitis, pelvic pain, oab (overactive bladder) and urinary incontinence. She reported recurrent sui symptoms a few months after her mesh excision in february 2020. She reported using myrbetriq and vaginal estrogen cream for oab symptoms with great relief but desired surgical intervention for sui. Pre/postoperative diagnosis at that time was noted as recurrent urinary stress incontinence. *additional information received on 19apr2022 provides the following information: on (B)(6) 2021, the patient was evaluated for vulvodynia and pelvic pain, vulvitis, oab, and mixed urinary incontinence. She reports urinary incontinence started years ago. She was given samples of myrbetriq 25mg which helped some with urinary frequency/urgency. She reported daily vaginal burning/irritation and that she is not able to wear pads, panties, or have anything touching her. She reports having to wear loose clothes. She reports using otc hydrocortisone prn helps some. She reports dyspareunia with initial and deep penetration and reports that she isn't able to have intercourse due to pain. She reports urinary frequency q 1/2 hour. She reports moderate-severe urgency. She reports urinary incontinence associated with coughing, laughing, sneezing, and urgency. Exam revealed erythematous vestibule and that the vagina was not well-estrogenized. Vestibulodynia was noted on q-tip exam and reproduced the burning pain. Levator and obturator tenderness were noted which reproduced pelvic pain and dyspareunia. Assessment included oab for which oxybutynin was prescribed; vulvodynia and pelvic pain for which she was referred to physical therapy and prescribed amitriptyline and estradiol cream; acute vulvitis for which she was prescribed triamcinolone cream; and vaginal atrophy for which she was prescribed estradiol cream. During a 2-week telehealth visit on (B)(6) 2021 following a surgical operation on (B)(6) 2021, the patient reported that her bladder was emptying well and abdominal incision was healing well. However, she also reported urinary leakage, vaginal discharge and had not had intercourse since surgery. On (B)(6) 2021, the patient was referred to adult physical therapy for ambulatory. She restarted her pfpt (pelvic floor physical therapy) on (B)(6) 2022 with the diagnosis pelvic floor dysfunction and pelvic pain. Patient reported that she noticed pain about six months after a sling placed on november 19, 2010. She also reported that she had a tear in the mesh and was removed. She then started having urinary incontinence to a significant amount and never really got better except the initial six months after surgery. She had pfpt in the past but did not help long term. She had finished taking her antibiotics for uti about a month ago but felt like she has another one now. It was also reported that patient work status has been disabled. Patient will continue the therapy once a week for eight weeks. Current outpatient medication: - acetaminophen 325 mg po tablet. - ergocalciferol (vitamin d2 po). - estradiol (estrace) 0.1 mg/gm vaginal cream. - ibuprofen (advil,motrin) 800 mg tablet. - nystatin (mycost a tin) powder. - prednisone (del tasone) 5 mg tablet. Progress note dated march 29, 2022 stated that the patient started taking cymbalta and lyrica for nerve pain. She complained of vulvar burning and used otc monistat and hydrocortisone cream which seemed to calm it down. Leakage was reported a lot better since surgery but patient still had it. She also reported feeling like she had a uti. She associated sui and vulvar burning/pain with uti symptoms. No symptoms of constipation, diarrhea, vaginal bleeding and discharge, and pelvic organ prolapse but patient reported pelvic pressure. Lastly, patient will have a follow up in 10-12 weeks. The assessment and plan included pelvic pain for which the patient was to continue taking cymbalta and lyrica, and continue using estradiol and continue pfpt; vulvodynia for which she was to continue taking cymbalta and lyrica, continue using estradiol, use vaseline, and try a sample of emla cream; recurrent utis, sui and urinary urgency for which a urinalysis and culture were to be performed and estradiol cream was to be continued; the patient was also to consider bulking for sui.